Event description:
The customer calibrated phbr and obtained negatively biased phbr qc results on their vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
The investigation determined that the vitros 5,1 was operating as expected. The biased phbr qc results were due to user error as the incorrect calibrator kit was selected when programming the phbr calibration.